Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a156usqsadzb3, hardware: sm-a156u, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported hypoglycemia with a blood glucose level of 45 mg/dl. Patient experienced decreasing glucose values from approximately 60 mg/dl to 50 mg/dl, accompanied by clamminess, temperature fluctuation, nervousness, tiredness, and sleepiness. Patient reported loss of consciousness and awakening in an ambulance after contacting emergency medical services. Patient self-treated with a spoonful of sugar and subsequent intake of a sweet drink and apple juice. Patient sought medical attention on april 18 and remained hospitalized until april 20. Hypoglycemia was diagnosed, and treatment with fluids was provided. Patient confirmed use of the pod at the time of the event and reported that the event was related to product use; however, patient described entering approximately 100 grams of carbohydrates instead of the preset amount of approximately 60 grams, resulting in excess insulin delivery. Patient attributed the event to incorrect carbohydrate entry and misunderstanding of system use. The system had been in use for approximately two days prior to the event.